Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting beep tones. The patient reported that the device was going to be interrogated that day. Additional information was received that this ICD was explanted and successfully replaced with another ICD. No adverse patient symptoms were reported.